Manufacturer narrative:
The calcium reagent lot number was 836417. The reagent expiration date was requested, but not provided. The field service engineer decontaminated the instrument. The sample probe was checked and contamination was found on it. The sample probe was replaced and adjusted. The reagent probe was checked and adjusted. The lamp and reaction cells were replaced. Photometer maintenance was performed. A mechanism check was performed. Precision studies passed. Calibration and controls were within acceptable limits. The field application specialist found that samples were tested on an eppendorf tube. Calibration and quality control data were acceptable. A general reagent issue can be excluded. The alarm trace showed a few abnormal sample probe aspiration alarms. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with calcium gen.2 on a cobas c 303 analytical unit. The patient samples were repeated because the initial values did not agree with the history of the patients. The first sample initially resulted in a calcium value of 13.00 mg/dl and it repeated as 9.4 mg/dl. The second sample initially resulted in a calcium value of 12.1 mg/dl and it repeated as 8.9 mg/dl.

Manufacturer narrative:
The investigation determined the issue is consistent with insufficient pre-analytic sample handling and insufficient hardware maintenance. Eppendorf tubes are not recommended for use on the system.